Event description:
Event description boston scientific - cardiac rhythm management received information that this cardic resynchronization therapy defibrillator (crt-d) was explanted due to the display of the elective replacement indicator (eri). There was expressed concern regarding this device's battery longevity. A new guidant crt-d of a different model was successfully implanted.